Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received an inappropriate shock due to system oversensing. The physician reported the patient was likely in an atrial flutter pattern at the time of the therapy. A follow-up data evaluation confirmed a small signal at the episode onset, however both the primary and secondary were favorable during the follow-up period. The physician performed an atrial ablation and programmed the vector to primary. No adverse patient effects were reported. To date, the device remains implanted and in service.